Manufacturer narrative:
All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This complaint was reviewed and is being submitted as it has been reassessed as reportable as the result of retrospective review associated with a CAPA. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 39 mg/dl, 71 mg/dl, and 65 mg/dl compared to glucose values of 199 mg/dl,115 mg/dl, and 119 mg/dl respectively obtained on the comparison device, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.